Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead pacing impedance had increased and was high. The threshold was also noted to be rather high. During the lead revision, there was an issue with the vessel and a new lead was not implanted. The lead remains in use. No patient complications have been reported as a result of this event.